Event description:
It was reported that 4 days after implantation of the catheter, the patient developed fever; after treatment with antibiotics, the fever still grow up. After many analysis, they found in catheter (B)(6). The catheter was removed.

Manufacturer narrative:
The device has not been returned to the MFR for eval. A chr review is not possible, as no mfg lot number has been provided by the complainant.